Manufacturer narrative:
Pump received with blank display due to j7 and j6 connectors breaking. Pump received with broken belt clip rails and detached end cap. Unable to perform power on and perform displacement test due to broken power connectors.

Event description:
The customer reported via phone call that belt clip rail was cracked. Blood glucose was 97 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.